Event description:
It was reported that during an ultrasound guided breast biopsy, using two needles, on the first tissue sample attempt the device would not fire to collect tissue. A third needle was used to complete the procedure. There was not report of patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The second sample was returned with the cannula partially retracted, exposing a portion of the sample notch. No damage was noted on the cannula and the sample notch. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The rotational knob was attempted to be turned to fully prime the device, however the device would not fully prime. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hubs were broken on the returned samples. The investigation is inconclusive, as functional testing could not be conducted due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was associated with a voluntary recall that was initiated on 3/17/2015. The manufacturer issued a recall notification to the identified customers who received the affected products. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.